Manufacturer narrative:
Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms that were reportedly positional in nature. A specific cause for the low flow could not be conclusively determined through this evaluation; however, the account indicated that the cause of the alarms was deemed to be related to inflow cannula placement. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file captured events on (B)(6) 2025. Transient low flow alarms were captured associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The device was not returned for evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction", addresses all pump parameters, including pump flows and pulsatility index. Section 4, ¿heartmate touch¿ communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Section 4 also notes that changes in patient conditions can result in low flow. In reference to pulsatility index (pi), section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 5 of the IFU, ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing positional low flow alarms. They were completely asymptomatic with these alarms. The low flow alarms resolved when lying flat however upon movement they experienced low flow alarms. The low flow alarms typically self-resolve however they re-occur frequently. Doppler blood pressure was 70 currently and their brain natriuretic peptide (bnp) was elevated suggesting hypervolemia. Plan was to continue to work up alarms with transthoracic echocardiogram (tte) and computed tomography angiography (cta) chest. Log files captured a few periods of low flow events from today with flow noted as low as 1.9 lpm. The patient was taken back to the operating room for an outflow graft (ofg) revision on (B)(6) 2025; ofg was too long in length, and a graft-to-graft anastomosis was performed. The patient continued to have low flow alarms which was deemed related to inflow cannula placement. They were later transplanted on (B)(6) 2025.